Event description:
The customer stated when the cell-dyn sapphire analyzer was operating in the closed mode, the probe would not pierce the cap of the sample. The customer replaced the probe and the vent head assembly without resolution, therefore a service call was initiated. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.